Manufacturer narrative:
Complaint could not be confirmed as a leak was not able to be reproduced. The production records for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.

Manufacturer narrative:
Complaint confirmed as a leak was able to be reproduced. The production records for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.

Event description:
Leak test performed with methylene blue. Leak from the body of the port specially when the tube was stressed. Patient felt no resistance. Volume checks taken place and discrepancy identified by xray.